Manufacturer narrative:
The facility reported the cause of the incident as being related to the arnp not observing the recommended precautions before continuing with v.a.c. Therapy. V.a.c. Labeling under "warnings" states: "patients without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician". It also states: "all exposed vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs". Although there was no report that the v.a.c. Device malfunctioned and v.a.c. Therapy was re-initiated after the patient was discharged from the hospital, the device has been returned and is pending an evaluation.

Event description:
A patient in an extended care facility was receiving v.a.c. Therapy on a dehisced surgical wound. In 2007, an advanced registered nurse practioner (arnp) went to inspect and possibly debride the patient's wound. There was no documentation of the wound being debrided, but it was documented that the arnp had to cauterize a "bleeder" using silver nitrate. There were no non-adherent layers or intervening products placed in the wound. The v.a.c. Dressing was replaced after cauterization of the wound. At approximately 10:00 pm, a nurse's aide responded to the v.a.c. Device alarming. Blood was observed in the patient's bed. The patient was taken to the hospital and admitted with diagnosis of hypovolemia, wound dehiscence, anemia and "suture repair of arteriole". The patient was discharged from the hospital to a skilled nursing facility where v.a.c. Therapy re-initiated without further problems.